Event description:
An emergency room nurse reported that the vns patient was admitted with an increase in seizures. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: supplemental MFR. Report #01 listed the incorrect date. The date should have been reported as (B)(4) 2014 rather than (B)(4) 2014.

Event description:
It was reported that vns device settings were adjusted on (B)(6) 2014 and that the patient was seizure free after that visit.